Event description:
The customer reported to olympus that the visera elite ii video system center had an e333 error message displayed. The error was displayed once. The issue occurred during the therapeutic common bile duct surgery, which was completed with the same equipment with no procedural delay. There were no reports of patient harm. Subsequently, the olympus field service engineer performed an on-site inspection and reported that the unit was working fine.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the device has not been returned, a root cause could not be identified. Olympus will continue to monitor field performance for this device.